Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with a hematoma, which was drained on (B)(6) 2018. The implant wound did not heal correctly and the pocket opened back up. The system was removed on (B)(6) 2018 due to concerns of infection. The patient was stable post-procedure.